Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was previously observed to be misplaced. The patient presented to clinic complaining of severe chest pain with pacing that seem to be associated with each heartbeat. A chest x-ray was performed, and the lead was perforated. The patient was admitted, and the lead was explanted on (B)(6) 2019. The patient tolerated the procedure well with no complications.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.